Event description:
It was reported that the patient was experiencing worsening pain. It was also stated that the patient was having difficulty charging the implantable pulse generator (ipg). The patient's ipg was replaced with an MRI compatible device and the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Correction to the initial MDR in blocks b5 and h6.

Event description:
It was reported that the patient was experiencing worsening of her pre-existing pain. It was also stated that the patient was having difficulty charging the implantable pulse generator (ipg). When the ipg was functioning, it helped the patient's pain areas. The patient's ipg was explanted and replaced with an MRI compatible device and the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.